Manufacturer narrative:
The pulley was found to be inadequate indicated by the sma wire slipping down to the base of the sma pulley. As the sma wire slipped down, the wire could no longer properly advance the ratchet gear, reflected by timeouts on one wire and a drive stall. This ultimately caused an 0x14 alarm indicating pod is occluded. The exposed portion of the soft cannula was found to be damaged. It was unsure when or how this occurred. Despite this damage, fluid was observed to pass through the fluid path during the investigation.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 1 and 4 hours. The patient has reported that they received an occlusion alarm.